Event description:
It was reported that the pt contacted their pain mgmt physician on (B)(6) 2015, to explain potential drug related side effects (visual hallucinations) following a concentration increase on (B)(6) 2015. The pt was advised by the physician to go the hosp, but decided to schedule and appointment for (B)(6) 2015 instead. The pump was filled with a mixture containing dilaudid, bupivacaine, clonidine, and morphine. The physician noted that the side effects were likely not pump related. On (B)(6) 2015, it was reported that the pt met with the physician and was feeling better. There were no changes to the drug, concentration or daily does. There were not prod issues reported.

Manufacturer narrative:
(B)(4).